Event description:
The customer contacted baxter's technical service center to report an issue of check patient line alarm which occurred on home choice (hc) during fill 3 of 4. During troubleshooting, the hp stated that she unscrewed the transfer set when closing and opening the transfer set. The tsr recommended the hp to stop therapy and contact the registered nurse(rn) regarding the disconnection and possible sterility issues. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product code and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The reported issue of use error- patient unscrewed the transfer set when closing and opening the transfer set was confirmed. The cause was not determined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.